Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm could not reproduce the issue. While performing diagnostics on the iabp, the stm found code 111 and code 112 occurred on the day of the incident. Both codes lead to the executive processor pc board (epb). The epb was replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. The iabp was left on the patient for two days then swapped out. There was no harm or injury to the patient and no adverse event was reported.